Manufacturer narrative:
H6: investigation summary no physical samples were received; the investigation was performed based on the photo provided. The batch history analysis (DHR) was performed, quality notifications were checked, and no records potentially related to this defect were found for the batch. A maintenance record (B)(4) potentially related to the mentioned defects was identified on the production date. The rail guide was adjusted due to the luer catching on the cups, and the internal lid guide was adjusted and followed up. It is important to note that bd insulin syringes are intended for subcutaneous injection of insulin and have only been tested and validated for this intended use. These insulin syringes are safe and effective when used as intended. Bd does not intend for its insulin syringes to be used for any purpose other than subcutaneous injection of insulin.

Event description:
It was reported that the bd plastipak¿ insulin syringe had no scale marking graduations during use. The following information was provided by the initial reporter, translated from portuguese: "the customer identified at the moment of use that one of our insulin syringes was missing the graduation, causing a huge inconvenience because the doctor who was handling it did not notice and ended up aspirating a high-cost medicine and thus losing the product. On (B)(6) 2022, the medication was taken to the surgical center (ophthalmic use) and a 1ml bd syringe was sent along with the medication to be used on the patient. The doctor aspirated the medicine, after the process the doctor observed that the syringe was without graduation. Every angle of the syringe was observed and according to the attached photo it is not shown. Consequently, as he has to aspirate the medication gradually, the doctor ended up losing all the medication and making a new request for the medication to the pharmacotechnician, since the patient was already in the operating room... What medication was being administered? Lucentis."

Event description:
It was reported that the bd plastipak¿ insulin syringe had no scale marking graduations during use. The following information was provided by the initial reporter, translated from portuguese: "the customer identified at the moment of use that one of our insulin syringes was missing the graduation, causing a huge inconvenience because the doctor who was handling it did not notice and ended up aspirating a high-cost medicine and thus losing the product. On (B)(6) 2022, the medication was taken to the surgical center (ophthalmic use) and a 1ml bd syringe was sent along with the medication to be used on the patient. The doctor aspirated the medicine, after the process the doctor observed that the syringe was without graduation. Every angle of the syringe was observed and according to the attached photo it is not shown. Consequently, as he has to aspirate the medication gradually, the doctor ended up losing all the medication and making a new request for the medication to the pharmacotechnician, since the patient was already in the operating room. What medication was being administered? Lucentis.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.